Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07734. It was reported the patient experienced a cerebrospinal fluid leak during the trial procedure on (B)(6) 2015. Within 24 hours following the procedure, the patient experienced severe headache and neck pain in addition to inability to pick his head up or stand upright. The patient also reported both arms were tingling. The patient went to the emergency room and was medicated for pain. On (B)(6) 2015, the patient's lead was pulled and a blood patch was applied. Follow-up reveals the patient is doing better and his neck problems are clearing up.

Event description:
Device 1 of 2: reference MFR report #: 1627487-2015-07734 . Follow-up revealed the patient's symptoms had resolved over time.